Manufacturer narrative:
The tech replaced the foot and head end brake casters to repair the stretcher.

Event description:
Info received indicates the casters on the stretcher would brake but would continue to swivel with some added force.